Event description:
Ligaclip applied to blood vessel and used correctly according to manufacturers guidelines. Clips fired sideways rather than directly on tissue where clip jaws were applied.we have been using this device at our hospital for some time. When this issue came up about a month ago the entire lot was removed with another lot shipped for use, but the same problem has been encountered. The manufacturer's representative has come and met with the md's and or staff involved with the use of the product. It was identified by one of the or rn's the clips appear to eject faster with more lubicant that is used to slide the clips out. It is not felt to be user error, the same staff have been involved with this product. Quite possibly a change in the product, as mentioned more, lubrication is seen when the clips deploy, sliding out too fast and coming out slanted.device #1is this a laboratory device or laboratory test?no.